Event description:
The customer reported that a joystick error displayed on the system and movement of the "c" was disabled. No patient was involved.

Manufacturer narrative:
The ge service rep ordered a new rui console to resolve the joystick error. He received and installed a new console. The joystick error was resolved but still no motor movement of the "c". He replaced the mcu board. The system function checked and now performs as desired.